Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was feeling a zapping sensation randomly for the past 2 weeks prior to the report. Following this sensation the patient feels like they have a huge bruise in the area they were zapped and they feel pain. It was noted that the zapping comes in bursts and was not consistent. It was also reported that the ins tip sticks out some days, and other days it doesn't. The patient added that following implant they had pain and scar tissue. The patient recently moved to abu dhabi so a local reps contact information was given to the patient. No further complications were reported.